Event description:
The surgeon attempted to fire the device, but the device would not fire. The device was removed from service and a new device was used.

Event description:
The surgeon attempted to fire the device, but the device would not fire. The device was removed from service and a new device was used.